Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a 2-tone alarm, unable to resolve alarm with troubleshooting. Alarm persisted despite taking batteries out of the pump. No patient injury reported.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause of a continuous 2 tone alarm is a main board failure. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.